Event description:
Spontaneous. Pt reporting no problems with pumps but that one cassette caused a pump alarm, pt did not document the code but it was something like pump won't run; date unknown. Pt stated she threw the cassette out and used her emergency kit to make a mix and attached new cassette without any further alarms or issues. Cassette lot number is unknown. No other information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Ongoing? No. Reported to (B)(6) by pt/caregiver.